Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown transfer set leaked during patient use. The reporter stated that fluid had ¿come out¿ of the transfer set when they disconnected. There was no report of patient injury or medical intervention reported. No additional information is available.